Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented to the clinic for a routine follow-up, several episodes of non-sustained right ventricular oversensing were observed due to intermittent post-paced t-wave oversensing. Programming changes were recommended. No further information is available.

Event description:
New information received on (B)(4) 2018 states that the recommended programming changes were made. Inductive testing was not performed per physician. Patient was stable prior, during and post programming changes.